Manufacturer narrative:
Concomitant product: product ID 8703, lot# j94142204, implanted: (B)(6) 1994, product type catheter. (B)(4).

Event description:
It was later clarified that there was a 'kink' in the line or bubble and the patient was not getting any clonidine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a kinked catheter. It was noted that shortly after the pump was filled, there was a ¿kind in the line or bubble¿ and the patient was not getting any clonidine. The patient had to wait through the weekend before anything was able to be done, therefore the patient went into clonidine withdrawal.